Event description:
The facility returned the device for service. During service, the baxter repair technician noted fail code 402 during performance testing. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of fail code 402 was observed upon power off of the device during performance testing. This fail code was associated with the user interface module communication with the pump head module. The user interface module was defective and was replaced. This issue is currently being investigated under mdq-CAPA-(B)(4). Review of the complaint history reveals similar reports have been received for this product for the reported issue. (B)(4).